Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer declined troubleshoot low blood glucose. Customer stated insulin pump had lost sensor signal alert occurs approximately 30 minutes after initial loss of communication. The insulin pump will not be returned for analysis.